Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  A medtronic representative, following-up at the site, reported the reported issue occurred while in the navigate task of a spine procedure. Resolution confirmed at time of call to medtronic representative. Return requested. Replacement wired mouse shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report that, while in a surgical procedure, the site's navigation system mouse pointer only moved, however, use of mouse click was unavailable. The navigation system was shut down manually and then re-started. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.